Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received an unexpected restart alarm. The customer's blood glucose was 6.8 mmol/l at the time of incident. The alarm was not resolved. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received unexpected restart alarm after battery change and resets time/date to factory default due to connector voltage leak at interface board. Unit was received with all operating currents within specification and passed functional testing including the rewind test, self-test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.